Event description:
It was reported that (1) lcsc5 was used during a laparoscopic nissen fundoplication procedure. It was reported by the rep the lcsc5 had continual blade stall out. The surgeon had to open a new blade to complete the case. The blade was used with the old handpiece. There was extended or time by five minutes.